Event description:
The customer reported she placed the orbital movement to a lateral position then lowered the column. The footswitch was on the toe of the unit and the hv cable lowered on to the footswitch and commanded fluoro. She could not stop exposure and turned unit off. Upon rebott erro or "xray button stuck" occurred. She tried to unstick doghouse button by prying it up and out and also placed foot switch on floor. Rebooted and system functioned as intended.

Manufacturer narrative:
The ge service rep ordered a switch. The ge service rep questioned if there were new 9900's hv cable being redraped differently? Because the hv cable does rest on the toe of the mainframe and he witnessed the footswitch being activated, when it was stored on the toe of the mainframe.